Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia"), weight increased ("weight gain"), dyspnoea ("respiratory difficulties"), gastrointestinal motility disorder ("transit disorder"), osteoarthritis ("osteoarthritis flare up") and vulvovaginal burning sensation ("vulvar burning"). The patient was treated with surgery (hysterectomy associated with a salpingectomy). Essure was removed. At the time of the report, the menometrorrhagia, asthenia, weight increased, dyspnoea, gastrointestinal motility disorder, osteoarthritis and vulvovaginal burning sensation had resolved. The reporter provided no causality assessment for asthenia, dyspnoea, gastrointestinal motility disorder, menometrorrhagia, osteoarthritis, vulvovaginal burning sensation and weight increased with essure. The reporter commented: no known allergy prior to essure placement. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed 60 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included no known allergy prior to essure placement. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia"), weight increased ("weight gain"), dyspnoea ("respiratory difficulties"), gastrointestinal motility disorder ("transit disorder"), osteoarthritis ("osteoarthritis flare up") and vulvovaginal burning sensation ("vulvar burning"). The patient was treated with surgery (hysterectomy associated with a salpingectomy). Essure was removed. At the time of the report, the menometrorrhagia, asthenia, weight increased, dyspnoea, gastrointestinal motility disorder, osteoarthritis and vulvovaginal burning sensation had resolved. The reporter provided no causality assessment for asthenia, dyspnoea, gastrointestinal motility disorder, menometrorrhagia, osteoarthritis, vulvovaginal burning sensation and weight increased with essure. The reporter commented: no known allergy prior to essure placement the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed 60 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-apr-2018: the case will be deleted from bayer pv database: nullification reason: case is duplicated of case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.